Manufacturer narrative:
(B)(4).investigation is still in progress and a supplemental will be submitted.

Event description:
It was reported that the generator delivers higher rf power than expected. Generator delivers 40w, even though max power is set to 35w. When the generator was replaced the problem was resolved.

Manufacturer narrative:
Manufacturer ref no: (B)(4). It was reported that this generator delivered 40 w even though the maximum power is set to 35 w. The generator was returned to the vendor (stockert) for analysis. The issue could not be replicated but a defective dc/dc converter was found on the bus board. This defective component could not cause the reported issue. The bus board was replaced. Preventative maintenance and stk done, and adjustments and full system tests were performed. The device history record was reviewed and no anomalies were noted in manufacture or service which relate to the reported issue.